Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was no longer using the device due to an improvement in her pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 15320266 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.